Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.the receiver log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it passed the speaker tests. Manual testing and was performed and passed. Drop testing and was performed and passed. The receiver case was opened for an interior inspection, and the new speaker was installed. Speaker resistance was measured and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.